Manufacturer narrative:
It was reported a tear on the battery's cable. The battery, (B)(4), was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis could not be performed as the device was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a tear on the battery output cable can be attributed due to the handling of the device. The unit, however, was not returned for evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries is outlined. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Implanted with ventricular assist device.

Event description:
It was reported that one of the patient's battery (bat216190) had a tear in the cable. The battery was exchanged with no reported patient consequences. No further information was provided.